Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and device test failed noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had motor error. The customer¿s blood glucose was 128 mg/dl. Customer was able to successfully clear the alarm and was able to complete pump rewind. Customer was performed displacement test and it was failed. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.